Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. The pump logs were not checked. No further info was provided. Additional info has been requested, but was not available as of the date of this report.